Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9014552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200800284] noted that did not pertain to the complaint. There was one (1) notification [200800024] noted for smeared stoppers, dry barrels. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 bd safetyglide¿ insulin syringes were missing their plunger rods, one syringe was missing the thumb press, an one syringe plunger was difficult to move. All defects were observed during use. The following information was provided by the initial reporter: found 3 syringes with plunger issues: 1 syringe missing a plunger rod. 1 other syringe missing the thumb press on the rod. 1 other syringe plunger would not move.